Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle inside to labeled winding former that pertain to the product code y433h. In order to evaluate the condition of the detached needle, the swage and attachment area was noted cracked. However, the suture was not returned. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2025 and a suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to continue the surgery, the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.